Manufacturer narrative:
The device has been received for examination and the evaluation is in progress. Upon return of the findings a supplemental report will be submitted. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that the clearsight pressure controller was in use during patient monitoring when there were inaccurate blood pressure readings that displayed. The readings were 30 mmhg lower than the arm cuff reading display. The waveform displays were appropriate. The patient¿s blood pressure was in normal range throughout the case 120/70, per the arm cuff reading. The issue could not be isolated to either the pressure controller or the pump unit. The clearsight monitoring components were removed from the patient and not replaced. There was no inappropriate patient treatment administered. There was no patient harm or compromise.

Manufacturer narrative:
One clearsight pressure controller unit was returned for product evaluation. The device was connected to a known good working clearsight system for analysis and testing. The system was booted up three times successfully without any errors identified. The known working heart reference sensor (hrs) was able to provide normal blood pressure readings and normal waveforms three different times without any issues noted. When testing cuff port 1 and cuff port 2 the blood pressure reading was 121/80. There was applied pressure to both cuff ports and there were no inaccurate measurements displayed and there were no cuff error messages noted. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There was no previous servicing of this unit. The reported event was not confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Refer to submission 2015691-2018-00553 for the pump unit.